Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a permanent out of range signal on (B)(6) 2014. Patient was advised to reset device. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the receiver log confirmed a timing error in the transmitter circuitry. Therefore, the complaint of permanent out of range was confirmed. The root cause was determined to be a firmware issue. A CAPA has been initiated for this issue.